Event description:
The customer reported the patient data module had a burned top cover and the top cover was melted. There was no patient involvement.

Manufacturer narrative:
There was no patient involvement. Fluid can pass through the seals in the top cover and come into contact with energized contacts in the circuit board. This can result in heat buildup, smoke, and discoloration. Ge healthcare will provide a new top cover. Safety instructions are provided in the urgent medical device correction letter to minimize potential for risk.